Event description:
Customer reported a baby was receiving IV fluid via an alaris system pump module in the nicu. The baby was taken out of the crib and held by a nursery nanny and later placed back in the crib. About 15 minutes after being put back in the crib, the nurse noticed a puddle of fluid on the floor and after investigating, found that the IV set was leaking from near the upper fitment. The nurse saw that the set was loaded properly. No air got into the line. There was no patient harm or medical intervention required. Customer state that no further patient of event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has bot been evaluated yet. A follow-up report will be submitted with the results of the investigation once it has been completed.